Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. Patient identifier: (B)(6). No further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive sars-cov2-igg and sars-cov2-igg ii quant results generated on the architect i2000sr processing module for one patient. The following data was provided: on (B)(6) 2020, sid (B)(6), initial result = 4.68 index, sars-cov-2 igg ii quant = 1362.22 au/ml, nabt. On (B)(6) 2021 = 1402.8 au/ml, hbt. On (B)(6) 2021 = 1431.21 au/ml, roche qual (n) and quant (s) = negative. This is a male patient who is not known to be exposed to covid-19 and has not been vaccinated. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for false positive sars-cov-2 igg and sars-cov-2 igg ii quant results included a search for similar complaints, and the review of complaint text, trending data, labeling, scientific literature and device history records. Return testing was not completed as returns were not available. In-house specificity and sensitivity testing for reagent lots 22074fn00 and 24520fn00 were completed using a retained sample of the complaint lots and indicates that the lots are performing acceptably. Testing was not performed on lot 20589fn00, as this lot was expired before the complaint was created. Device history record review on lots 22074fn00, 20589fn00, and 24520fn00 did not show any potential non-conformances, or deviations associated with the complaint issue. Labeling was reviewed which adequately address the issue under review. The customer observed potential false positive architect sars-cov2-igg ii quant and architect sars-cov2-igg results generated on the architect i2000sr processing module for two patients. In this case it is noted that patient one was having severe atopic dermatitis treatment in (B)(6) 2020 with upadacitinib neoral (cyclosporine) injection of monoclonal antibodies. No specific patient data was provided for patient two. The sars-cov-2 igg ii quant assay is designed to detect immunoglobulin class g (igg) antibodies, including neutralizing antibodies, to the receptor binding domain (rbd) of the s1 subunit of the spike protein, whereas the sars-cov-2 igg assay is designed to detect igg antibodies to the nucleocapsid protein of sars-cov-2. As part of evaluating the consistency of sars-cov-2 igg lots, abbott has conducted comparison studies using a third party manufactured sample set (seracare sars-cov-2 performance panel). This provided a basis for comparison with the roche cobas anti-sars-cov-2 assay, another nucleocapsid based test capable of detecting igg (as well as potentially igm and iga). Testing was performed using five different abbott lots with comparative results showing good lot-to-lot consistency, with the abbott igg assay correctly identifying 10 of 10 positive panel members. The negative panel member tested as negative on all abbott lots. In comparison, the roche assay detected 9 of 10 positive panel members (roche testing performed by (B)(6)). In addition, the roche elecsys anti-sars-cov-2 s assay claims 100% sensitivity after 28 days. Roche does not have a 100% sensitivity claim from between 1 and 28 days post pcr and false negative results could occur. In this case the date of pcr testing has not been provided. To assess the clinical performance of the assay, a study was performed using 1070 serum and plasma specimens from subjects assumed to be negative for sars-cov-2. Of the 1070 specimens, 997 specimens were collected prior to september 2019 (pre-covid-19 outbreak). An additional 73 specimens were collected in 2020 from subjects who were exhibiting signs of respiratory illness but tested negative for sars-cov-2 by a pcr method. The total negative percent agreement (npa) is 99.63% (95% ci: 99.05, 99.90). Additionally, review of the manuscript bryan et al. 2020. ¿performance characteristics of the abbott architect sars-cov-2 igg assay and seroprevalence in boise, idaho¿, j. Clin. Microbiol, doi: 10.1128/jcm.00941-20, showed specificity data consistent with abbott product labelling. 1,020 serum specimens collected prior to sars-cov-2 circulation in the united states was tested where one false positive was found, indicating a specificity of 99.90%. Per the clinical performance section of the package insert, a study was performed to estimate the positive percent agreement (ppa) between the sars-cov-2 igg ii quant assay and the polymerase chain reaction (pcr) comparator. 458 retrospective frozen serum and plasma specimens, collected at different times, were purchased from medical institutions, from a total of 142 subjects whose respiratory samples tested positive for sars-cov-2 by a pcr method and who also presented with covid-19 symptoms. The study data is presented both including and excluding immunocompromised specimens. The specimen cohort assessed in these studies consisted of nineteen (19) specimens from 7 immunocompromised patients. When the results from these specimens were excluded from the assessment, the ppa at = 15 days post-symptom onset is 99.37% (95 % ci 96.50, 99.97) and at = 15 days post-positive pcr is 98.81% (95% ci 93.56, 99.94). However, when the immunocompromised specimens were included in the assessment, the observed ppa at = 15 days post-symptom onset was 97.02% (95% ci: 93.22, 98.72) and = 15 days post-positive pcr result was 95.70% (95% ci: 89.46, 98.31). Results should be used in conjunction with other data; e.g., symptoms, results of other tests, and clinical impressions. Follow-up testing with a molecular diagnostic should be considered to rule out infection in these individuals. Results from antibody testing should not be used as the sole basis to diagnose or exclude sars-cov-2 infection or to inform infection status. Based on the investigation architect sars-cov-2 igg reagent lot 20589fn00 is performing as intended, no systemic issue or deficiency of the architect sars-cov-2 igg reagent was identified. This follow up is being submitted to include information previously submitted using their respective fields